Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 11/14/2013 and 12/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining approximate blood glucose readings of "400, dropped to 300 and to 200 mg/dl" with the subject meter, performed within 20 minutes of each other. The reporter was unable to confirm exact results at the time of the call. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.